Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had no image, stripes and e104 error message. The issue occurred during cleaning and disinfection. The intended procedure was a laparoscopic therapeutic procedure and it was completed with the same set of equipment. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d10, h2, h4, h6, h10, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, stripes found, e104 error message and the image interference a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction was probably caused by component failure of universal cable. The most probable cause of the malfunctions is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.